Event description:
It was reported that during a mammaplasty procedure the blade tip broke off outside the patient . Another like device was used to complete the case. No patient consequences.

Event description:
Corrected data: section catalog number - not indicated. Originally, we believed the component involved in this event to be a (B)(4); however, the catalog number could never be confirmed. Therefore, we are updating this report to reflect the brand name only.

Event description:
Allegedly the component disassociated and had to be revised.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B) (6).

Manufacturer narrative:
(B) (4).original report stated that this incident occurred under the supervision of dr. (B) (6); however, that is incorrect. The surgeon involved in this incident is unknown. This event occurred in (B) (6).

Manufacturer narrative:
Originally, we believed the component involved in this event (B)(4); however, the catalog number could never be confirmed. Therefore, we are updating this report to reflect the brand name only.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Product not returned. Complaint history reviewed. Product conformance could not be determined. Use of device could not be determined.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Product not returned. Complaint history reviewed. Product conformance could not be determined. Use of device could not be determined.